Event description:
Patient was implanted with the lifesite device in 2001. Due to thrombosis in the lifesite cannula, the decision was made to place the cannula directly into the right atrium nine days prior to event. Original placement was the subclavian vein. Patient passed away shortly after the revision due to acute myocardial infarction.